Event description:
The patient was revised on the right hip due to pain and periprosthetic osteolysis.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter 35.5 stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding osteolysis involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the device was not returned to stryker. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant could not confirm the event nor determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, further dated pre- and post-operative x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was revised on the right hip due to pain and periprosthetic osteolysis.